Event description:
Nurse on unit doing defibrillator testing with the one step pad connected. Nurse reported that unable to do the full test with the release of joules. Nurse reported this has same scenario has happened multiple times. In this instance with the transport monitor, the nurse changed the pads and applied new pad and this fixed the issue. The pad in question does not expire until 2023. The defective pads were saved and sent to biomedical engineering to test the monitor and the pads. Biomedical engineering found the pads to be faulty--error message, "check pads"--indicating that the pads are bad. Biomedical engineering reported that this happens frequently in the emergency department; however, specific event details are not available. Nursing concerned this could be an issue when needing to use the pads in a code situation and deploy joules. Testing is recommended to be automatic by zoll or manually once a week. Most transport monitors are tested once a week. Perhaps the vendor has break/fix messages or operator tips? Biomed corrective action: tested two pads with zoll x series defibrillator. Getting error "check pad." A good working pad will show "short pad." Defective pads. Pads are available for inspection upon the manufacturer's request for return.